Event description:
I used the bausch & lomb product renu for about 2 yrs. During that time, I had severe watering and redness of the eyes at time having to leave work. Also, at times, I had blurred vision and developed one actual eye infection that required an antibiotic. On several occasions, my eye dr said I had a bruised cornea likely due to so much blinking which was brought on by the tearing and blurred vision.